Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a diagnosis at the time of the reported event. The procedure was completed using another system. A philips remote service engineer (rse) connected with the customer and confirmed the error message of 'button active', which prevented the system from booting up. The rse instructed the customer to inspect the handswitch in the control room. On inspecting the handswitch the error message of 'button active' disappeared. It was likely that the handswitch was lying on the control panel with the button slightly pressed in. As the system was unable to complete the bootup process no x-ray was possible. The system was returned to use in good working order and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no system malfunction. Investigation identified that the issue experienced by the customer was caused by the handswitch button being inadvertently engaged. Since there was no malfunction of the system, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.